Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The patient was very happy with the results of his previous aus. However, the patient had additional medical issues from radiation cystitis, which required him to be treated with hyperbaric treatment options. During treatment, his aus was deactivated. The patient had reached out to a bsc patient liaison to ensure that this type of therapy would be okay with the device, and there was no known issue. Upon trying to reactivate the device, the device would no longer work. The patient is doing well.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was very happy with the results of his previous aus. However, the patient had additional medical issues from radiation cystitis, which required him to be treated with hyperbaric treatment options. During treatment, his aus was deactivated. The patient had reached out to a bsc patient liaison to ensure that this type of therapy would be okay with the device, and there was no known issue. Upon trying to reactivate the device, the device would no longer work. All the components were removed and replaced with a new aus system. The patient is doing well.